Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten however "coin slot" on top of the battery cap was damaged/worn. The battery compartment was intact. There was evidence of voltage drops and short battery life observed in the black box. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump. The keypad was peeling from the bottom of the keypad to the "ok" key. All of the keypad buttons were responding normally. Contamination was found underneath all of the keypad button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. The reporter stated that the battery cap appeared to be worn as well. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.